Event description:
During an in clinic follow up, loss of capture was observed on the left ventricular (lv) lead. The lv lead was suspected to be dislodged but this was not confirmed. No intervention was performed. The patient was stable.

Event description:
Additional information was received that the lv lead was explanted and replaced to resolve this event. The patient was stable and will continue to be monitored.